Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose was 44 mg/dl. The customer treated their low blood glucose with juice and food. The customer declined troubleshoot for low blood glucose. The customer was neither hospitalized nor admitted for low blood glucose. Based on customer report, customer alleged the insulin pump was over delivering the insulin. The customer declined to replace the insulin pump. The insulin pump will not be returned for analysis.